Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling and stress tests using a known-good test battery and ac power, which successfully powered on and off through multiple cycles without duplicating the report. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. The power accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.